Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported by the customer that at the end of the course of treatment, the nurse at the oncology dh removes the groshong PICC but on removal only 5cm comes out and the remainder remains inside the patient's vessel. The remaining part of the catheter will be removed in the angiography room. The patient had no signs or symptoms of complications at removal. No other information was provided.